Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was in range of 30 mg/dl. Customer stated other blood glucose value was 55 mg/dl. Customer did not had time for troubleshooting. The insulin pump will not be returned for analysis.